Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. But it was revealed when event log was checked that the log was not recorded properly, so it has been determined that the device's main board was replaced to address the issue. Prior to identifying the issue described in fsn (B)(4), complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn(B)(4) was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. But it was revealed when event log was checked that the log was not recorded properly, so it has been determined that the device's main board was replaced to address the issue. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. In the previous report, legacy complaint ID was incorrect. Legacy complaint ID has been corrected in this report.